Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
We had a couple drivers fail again during patient treatment. Their numbers are (B)(4) and (B)(4). They failed during a trauma arrest with a (B)(6)-year-old girl. Driver #1((B)(4)): after failure they used a backup driver to gain access. Driver #2((B)(4)): driver failed, and access was obtained manually. The patient did not have any preexisting medical conditions and was not on any medications prior to the event. Trauma from an accident occurred. The ez-io using the first driver was in the right proximal tibia and left proximal tibia on the second driver and finished with manual insertion. The patient expired approximately 8 hours later due to dissected aorta from car accident.

Manufacturer narrative:
Qn# (B)(4). Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. Slight heat deformation was observed on the outer casing, historically this is associated with an extended trigger pull of the driver. When the trigger was pulled the driver was operable and a blinking red led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003143) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 5.31 secs, insertion 2: n/a, insertion 3: n/a, hard profile (105 lbs/ft3) insertion 1: n/a, insertion 2: n/a, insertion 3: n/a, the unit failed the medium sawbone phase of testing with a complete stall on the first attempt at 5.31 seconds. No further testing was attempted. The complaint has been confirmed. The driver was opened to test and record operating characteristics. Battery voltage measured as 17.65 dc volts (voltmeter: ref-002629) without being activated. Battery voltage measured as 13.50 dc volts (voltmeter: ref-002629) when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed but the results revealed corrupt data so it could not be used to further analyze the use life of the driver. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Testing confirms the failure is related to battery depletion. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol" and "when storing the vascular access pak (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." A review of the device history record found that the driver passed all the release criteria. The device was released in 08/2011 and is approximately 9.5 years old. The complaint is confirmed. Functional testing confirmed the driver failed. Battery testing indicated the battery was depleted. The driver housing showed signs of thermal deformation, which is an indication that the driver ran for an extended time. An extended run cycle can occur if the driver is stored incorrectly. The IFU states, "when storing the vascular access pak (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." The root cause of this investigation is unintentional user error. No other corrective/preventative actions will be assigned at this time. The complaint is confirmed. Functional testing confirmed the driver failed. Battery testing indicated the battery was depleted. The driver housing showed signs of thermal deformation, which is an indication that the driver ran for an extended time. An extended run cycle can occur if the driver is stored incorrectly. The IFU states, "when storing the vascular access pak (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." The root cause of this investigation is unintentional user error. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
We had a couple drivers fail again during patient treatment. Their numbers are h10595 and h64937. They failed during a trauma arrest with a 12-year-old girl. Driver #1(h10595): after failure they used a backup driver to gain access. Driver #2(h64937: driver failed, and access was obtained manually. The patient did not have any preexisting medical conditions and was not on any medications prior to the event. Trauma from an accident occurred. The ez-io using the first driver was in the right proximal tibia and left proximal tibia on the second driver and finished with manual insertion. The patient expired approximately 8 hours later due to dissected aorta from car accident.